Event description:
It was reported that a device was used during a low anterior resection. The surgeon fired the device with great difficulty. After firing the surgeon could not remove the device from the bowel. The device was cut from the bowel and another section of the rectal stump was removed. Another device was used to complete the case. There were no other consequences to the patient.